Event description:
It was reported that the right ventricular (rv) lead was undersensing and the ring appeared to be fractured. The pacing portion of the lead remains in use and the defibrillator portion of the lead was capped. The lead was reprogrammed. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: product ID: d154atg implantable cardioverter defibrillator (ICD) implanted: (B)(6) 2006. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.